Event description:
Dr drilled 7 holes in cranium without problem. At 8th hole, perforator didn't stop when it went thru bone. Went into saggital sinus causing bleeding. Perforator was stuck and would not back out of cranium as it should. After many attempts dr finally got the perforator out and had to suture the superior saggital sinus to control bleeding, adding 45 mins to surgery.